Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during last drain while the patient was connected. During troubleshooting, the patient reported that the final bag was not connected properly and disconnected from the final line that led to this alarm. The patient would perform a manual exchange to complete therapy. Proper procedures per the user manual were reviewed with the home patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.